Manufacturer narrative:
(B)(4). According to available information, this lead remains implanted and in service. Should additional information become available, this event will be upated.

Event description:
At a later date, the yoke segment of this rv lead was received at boston scientific's post market quality assurance laboratory. Inquires were made to the field representative who then reported that this patient had passed away. There were no additional allegations against the functionality of the device or rv lead reported or that either product caused or contributed to the patient's death.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, it was confirmed that only the yoke portion of the lead was returned which included the three terminal pin segments. Resistance was completed on each segment to assess lead electrical performance and the measurements throughout these tests were within normal limits, indicating no evidence of a fracture. Visual inspection of each high voltage terminal pin noted setscrew marks in the proper locations; however, it was discovered that the setscrew marks on the is-1 terminal pin were not in the appropriate locations. Laboratory analysis determined that the is-1 portion of this lead was not fully inserted into the header of the device. The under-insertion resulted in poor contact between the device and pace/sense portion of the defibrillation lead which would have contributed to the clinical observations of noise, oversensing and the increase in pacing impedance measurements.

Event description:
Boston scientific received information that during a follow up visit, this right ventricular lead displayed increased impedance measurements since the previous visit. Threshold measurements had also increased. Stored electrograms revealed over three hundred non-sustained ventricular tachycardia episodes of noise. The noise could not be reproduced by pocket/device manipulation or myopotential provocation. A possible lead revision is intended. Technical services was consulted for their review. Due to the measurement changes, it was thought the lead integrity may be compromised. Further impedance data will be provided for further review. A follow up visit will be performed in approximately three months and a decision will be made regarding adding a pace/sense lead as the shock impedance measurements are stable. No adverse patient effects were reported. An internal technical service (ts) consultant reviewed the trend data and confirmed the gradually increasing impedance measurements. As there was variation with thresholds and noise, ts thought there may be a tip/tissue interface or a helix issue. This type of issue may not be easily reproducible. Ts agreed with the proposed continued monitoring as the patient does not require pacing. A fluoroscopy evaluation was recommended or adding a pace/sense lead in the future. A follow up visit was performed. Ventricular threshold measurements were lower. Seventy five non-sustained episodes were noted in the arrhythmia log book that appeared to be noise/artifact. All viewable episodes were very brief and did not result in inappropriate therapy. The noise/artifact could not be reproduced. Lead parameters appeared with a more acceptable range, however the lead impedances have continued to fluctuate. There was concern that there may be a microfracture in the lead conductors. A decision was made to continue monitoring this lead at this time.